Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device is alarming 354.6770, customer believes it would be a sensor or logic board problem. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor assy, front cover, rear case, lt/rt handle, tube drive, wiper seal, latch module, barrel clamp, bottom plate carriage, flange gripper retainer, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 04/07/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy pressure sensor bd syr 8110. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case. CAPA #: fi-2017-0015 for syr gripper.

Event description:
The customer reported that the device is alarming 354.6770, customer believes it would be a sensor or logic board problem. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device is alarming 354.6770, customer believes it would be a sensor or logic board problem. There was no patient involvement.